Event description:
Additional information was received indicating that the low level alarm produced by the unit was for low water. There was no patient involvement with regard to this event.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Wear and tear damage was noted on the block assembly and enclosure. The device also had an outdated pcb and power switch. The customer reported product problem (low level alarm) was not reproduced during testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The unit was determined to be beyond economical repair due its old age. The device did not undergo preventative maintenance as a result. The device was scrapped.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) produced a low level alarm. No patient injury or complications were reported in relation to this event.